Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the manufacturer representative saw the patient on (B)(6) 2016 to activate the adaptive stimulation. The battery was oriented, but once the patient went home they felt the implantable neurostimulator (ins) positions on their programmer were not correlating with their actual positions. The battery was again oriented by the manufacturer representative in the office on (B)(6) 2016 and the programs seem to be aligning with the patient¿s positions. The patient mentioned since about the time that adaptive stimulation was enabled, they noticed there were only getting 2 bars when recharging. They used to get 6 bars; therefore, it was taking a long time to recharge. The manufacturer representative stated that when talking with the patient everything seemed to happen simultaneous, the sensor turned on and the ins stopped recharging. Both the patient programmer and physician programmer were able to communicate with the ins. During an antenna locate, a range of 68-74 was achieved. The manufacturer representative was able to hold the antenna over the location when they received 72 and start a recharge session, but was still only receiving 2 bars. Another recharger was tried and no bars were achieved. There were no pocket issues reported. The ins was implanted in the abdomen and was sitting right under the patient¿s ribcage. The patient felt the ins slide up and move whenever they move. The patient felt that the ins was lower when they were initially implanted. The manufacturer representative felt the pocket site and the ins felt very superficial and stable in the pocket. There was no swelling at the pocket and the site looked completely healed. No imagery had been performed at that time. The manufacturer representative stated that they seemed to have resolved the adaptive stimulation orientation issue for the time being. They were going to try to get x-ray images done of the ins that day. There were no medical symptoms reported. It was later reported on 2016-04-12 that an x-ray had been performed and the ins had flipped. A surgery was done on (B)(6) 2016 to correct the battery. Adaptive stimulation was currently disabled. The patient would be seen friday to reset adaptive stimulation and test recharging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.